Event description:
The customer reported the system would not save or recall images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the hard drive needed to be replaced. No conclusion can be drawn as further repair info is unavailable.